Event description:
It was reported that during the procedure, the fiber broke in the physician's hand and burned his right thumb finger. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported tissue damage is a known risk associated with use of these devices as indicated in the instructions for use.this event occurred on 9 february 2023.

Event description:
It was reported that during the procedure, the fiber broke in the physician hand and burned his right thumb finger. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One slimline sis ez 200 was received for analysis in three pieces. A fiber body break was observed at two different locations along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. The reported complaint was confirmed.

Event description:
It was reported that during the procedure, the fiber broke in the physician's hand and burned his right thumb finger. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One slimline sis ez 200 was received for analysis in three pieces. A fiber body break was observed at two different locations along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. The reported complaint was confirmed.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported tissue damage is a known risk associated with use of these devices as indicated in the instructions for use.

Event description:
It was reported that a during a procedure, the fiber broke in hand of the physician, burning their right thumb. No information has been received to date as to whether the burn required treatment. The procedure was completed with another fiber. No patient complications were reported.